Manufacturer narrative:
The device was not evaluated because bellafill is a single use device and the syringe was discarded by the injector after use. Manufacturing records were reviewed for lot f161093 with no issues noted. Retained lot samples of lot f161093 were reviewed with no issues noted. The bridge of the nose/glabellar area is off-label use for bellafill. In addition, product labeling warns injectors "bellafill® must not be implanted into blood vessels. Implantation of bellafill® into dermal vessels may cause vascular occlusion, infarction, or embolic phenomena." In addition, product labeling indicates "rare but serious adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment; blindness; cerebral ischemia; or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur." Bellafill injector info: (B)(6). Treating physician: dr. (B)(6).

Event description:
Necrosis occurred after off-label injection in the bridge of the nose/glabellar area: (B)(6) 2016: patient was injected off-label in the nose/glabellar area. She began noticing pain after she left the office. The patient also began taking 800mg ibuprofen, tylenol, and narcotics that she had been prescribed from a previous unrelated surgery to relieve the pain. (B)(6) 2016: patient reported bruising and severe pain, and visit to ER to (B)(6) medical. The ER doctor gave her a nerve block and IV prednisone. (B)(6) 2016: patient went back to see bellafill injector, who indicated there was no sign of necrosis at the time of injection and that on (B)(6) 2016 the patient's skin was intact and there was no visual sign of necrosis. However the patient's initial bruising after injection appeared to be resolving. Injector provided an injection of tramadol for the pain. Patient drove directly from the injector back to the ER. The ER ordered a CT scan. No blockage was noted; however the patient had a reaction to the contrast and was given adivan. Per the patient, a consulting surgeon (dr. (B)(6)) diagnosed necrosis, stating what was thought to be improvement of the bruising was actually tissue death. The patient was put on heparin IV and a nitric oxide patch was placed over her nose. Dr. (B)(6) also injected hyaluronidase in the area of bellafill injection thinking it may help dissolve the product. The patient reported to (B)(6) medical that she was diagnosed with necrosis at ER and was admitted to the hospital. (B)(6) 2017: the patient states that the necrosis is at the bridge of the nose and is also affecting her left sinus cavity. The pain is at times severe and manageable at other times. She states that the doctor thinks it might be trigeminal neuralgia, but that "time will tell." In theory "time and prednisone will resolve." (B)(6) 2017: after multiple attempts to contact dr. (B)(6), dr. (B)(6) voicemails that the patient is doing better. Another message was left for dr.(B)(6) for additional information. No further information provided at this time.